Manufacturer narrative:
Additional information received on 15-oct-2019 that the event occurred during testing.

Manufacturer narrative:
Investigation of smith medical cadd-legacy 6400 pump was completed. Results concluded the pump was in good condition with some damge to housing. Event log did not reveal source, however upon evaluation testing to duplicate the problem when powering up, the device double beeped. Down instream sensor was cause of alarm. The down stream sensor was replaced. Functional and delivery test performed on unit after repairs and passed all testing. The cause of faulty sensor unknown.

Event description:
Information received a smiths medical cadd-legacy pump double beeping no cassette. No patient adverse events reported.